Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously high troponin (accu tni) results obtained on four patients and erroneously high ckmb results for two of the same patients. The initial accu tni results were: 0.98, 0.68, 9.80, and 0.58 ng/ml for patients a to d, respectively. The original specimens were re-tested on a different instrument and accu tni results were in the lower clinical range for all four patients. The elevated ckmb results were obtained for patients b and c. The ckmb results were in the normal reference range upon repeat on a different instrument . Based on available information, the initial results for patients a, b, and c were reported out of the lab and questioned by physicians. The customer did not report affect to the patient or user attributed or connected to this event.

Manufacturer narrative:
The specimens were drawn in plastic plasma tubes with gel. Qc recovered within range on the day of the event. A system check performed on 09/24/2009 resulted within specifications. The customer noted no errors associated with the patient results. A field service engineer (fse) was dispatched: the fse performed a diagnostic testing which failed. The fse replaced several hardware components. The fse repeated the diagnostic testing, calibrated cardiac assays, and ran qc. The fse verified repair per established procedures and results met published performance specifications. Although the fse addressed hardware issues, a clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.